Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the cello balloon catheter was found to be split/separated in the proximal section. The damage was found out of the box when the device was opened during preparation. There was said to be no patient involved in the event. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
H3: no damages or irregularities were found with the cello catheter main hub or with the balloon hub. The catheter body was found broken at the strain relief. No damages or irregularities were found with the cello balloon subassembly, catheter tip or marker band. The catheter main lumen was flushed using the main hub and water was seen exiting the break as well as the balloon hub. The balloon hub was flushed and water was seen exiting the break as well as the main hub. Therefore, the inner lumen is likely to be broken. The cello catheter was sent out to fuji for further analysis. Per the fuji investigation report ¿there is a damage at the gap between the shaft and the reinforced tube, stainless blade become exposed (picture 1 and 2). As we carefully investigate the damaged part, we found that we could not inflate the balloon because there is a leakage (picture 3). As of the balloon and other rest parts, no damage was found.¿ based on the device analysis and reported information, the customer¿s report was confirmed. Per the fuji investigation report ¿we found that we produced 46 units for this lot in may 2020. We confirmed that there were not any problem for the product record and inspection record. We did not use tool specifications or processes to damage the relevant part, and all products were inspected for injecting air to balloon. We only shipped the acceptable products. Based on the above survey results, it is presumed that due to some factor made the shaft damaged, but the actual cause could not be identified. As our presumption of the cause for the shaft damage, the cause may be the effect of the gap between the shaft and the reinforced tube by some external factor before reaching the target site.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.